Manufacturer narrative:
An event regarding pain involving an trident liner was reported. The event was not confirmed. The patient also inquired as to whether their implants are subject to a recall. It can be confirmed the devices were not subject to a recall method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remained implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: regarding the referenced pi, this case represents a male patient whose date of birth is (B)(6)1958, and who is described as 71-inches tall, weighing 210 pounds. The event description for both states, ¿patient called regarding if devices are part of a recall. ¿ since surgery ¿ in pain ¿ sleeping issues, walking, can¿t stand too long ¿ bending of knees, bone spurs ¿ unable to get a solid answer from surgeon ¿ asks if revision is needed ¿¿. On a(B)(6)2015 consultation the patient complained of bilateral hip pain. X-ray of both hips demonstrated end-stage osteoarthritis, the right greater than the left. Bilateral knees ¿ minimal degenerative changes. Plan: total hip arthroplasty. On (B)(6)2015 an office visit note states, ¿continued significant right hip pain ¿ plan: right total hip arthroplasty.¿ on (B)(6)2015 a primary right total hip arthroplasty was performed for which no operative report is available. At a (B)(6)2015 office visit the x-ray of the right hip was noted to show ¿cementless right total hip arthroplasty in acceptable position ¿ doing very well¿. When seen on(B)(6)2015 the patient was noted to be ¿doing very well ¿ ongoing p.t. ¿ see pre-op in (B)(6)2015 for left total hip¿. On (B)(6) 2015 the office visit note states, ¿x-ray of the right hip: heterotopic bone in abductor mechanism. Right knee normal radiograph. Plan: severe oa left hip for left total hip arthroplasty.¿ on (B)(6)2015 a primary left total hip arthroplasty was performed for a diagnosis of degenerative joint disease of the left hip. The operative report describes spinal anesthesia and a posterolateral approach. The operative report notes, ¿reamed to 55 for 56 trident cluster with no screws, a 36 x3 poly, a #7 accolade ii ha 132° stem, a 36/0 biolox head¿. Uncomplicated surgery was described. On an office visit on (B)(6)2015 the note states, ¿doing well ¿ x-ray left hip: cementless tha, acceptable position¿. On his (B)(6)2015 office visit the note states, ¿complains of mild aches and pains. Six months status-post total hip arthroplasty due to myositis ossificans. Complains of bilateral knee pain.¿ the january 8, 2016 office visit note states, ¿complains of bilateral knee pain and right, greater than left, hip pain. Physical examination: great deal of voluntary protective guarding when try to move hip ¿ follow-up in one year.¿ when next seen on (B)(6)2016 the note states, ¿complains of total body pain from head to toes with areas of paresthesia into thighs and feet¿, and ¿feel he is suffering from undiscovered rheumatologic disorder ¿¿. On (B)(6)2018 he was seen complaining of bilateral hips, low back, and buttock pain. Physical examination was noted, ¿bilateral active range of motion is normal and pain free. X-ray bilateral hips unchanged in acceptable position with no loosening. Plan: crp, rheumatology referral, and rule-out low back disorder.¿ the office visit of (B)(6)2019 notes, ¿complains of moderate bilateral hip pain, left greater than right, bilateral lateral hip discomfort. Physical examination: bilaterally active and passive range of motion is normal and pain free. X-ray is unchanged.¿ there is no documented follow-up subsequent to this visit. A letter from stryker orthopaedics indicates none of the components implanted in the right total hip arthroplasty were subject to a recall, and sufficient data regarding the left hip components is not available for a similar search. No imaging studies are available for review. There is no indication from review of the submitted records that any of the diffuse complaints listed in the event description are related to factors associated with implant design, manufacturing or materials of the hip replacements. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a clinician review of the provided medical records concluded the following "there is no indication from review of the submitted records that any of the diffuse complaints listed in the event description are related to factors associated with implant design, manufacturing or materials of the hip replacements". The root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened. The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 52300302 trident hemispherical cluster hole shell; cat# 502-11-56f; lot# 49114801 size 7 accolade ii 132 deg; cat# 6720-0737; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported since left hip surgery he has been pain, sleeping issues, walking, can't stand too long, bending of knees, bone spurs.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported since left hip surgery he has been pain, sleeping issues, walking, can't stand too long, bending of knees, bone spurs.